Event description:
Reporter noted poor aspiration during vitrectomy. They replaced the probe and it still didn't aspirate vitreous well enough. Screen froze, turned system off and on, re-primed and found cutter activated by itself. Iop was fluctuating. A cataract developed, and they closed the eye. Unable to complete the case.